Manufacturer narrative:
(B)(4) follow up for device evaluation.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309632, batch#: 4066411. It was reported that the bd luer-lok was mixed product / lots. The following information was provided by the initial reporter: rcc received a complaint via email. During routine use of sp.0171 (i.e., mtn 5250_8) stock, unidentified vendor material (5ml syringe, 21g x 1.5" tw) was found with manufacturer part number: 309633, lot: 4011811 in mtn 5250_8 inventory supply. Investigation on 25nov2024 discovered 298 individual syringe units collected and subsequently quarantined from the accepted lot. However, the original shipment was found in accordance with certificate and specification requirements. Furthermore, 510 units were inspected and found acceptable at time of receipt and the material was not identified at the time of material inspection to determine the true source of 309633. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events or serious injury to report at this time. 2. Please reconfirm total number of occurrences. Units found in inventory: (B)(4) individually wrapped syringe, ref: 309633, lot: 4011811. 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? This is the material that was not ordered but found within inventory of material that was ordered with ref: 309632 4. Given material number#: 309633 is not matching the lot#: 4066411. So please confirm the material number and lot number. Further, confirmation of material received but not ordered, ref: 309633, lot: 4011811. The lot is incorrect as lot: 4066411 corresponds to ref: 309632, the material that was originally ordered and within sofie material acceptance records. Additional info: a total of (5) samples of ref: 309633, lot: 4011811 was sent out yesterday, monday december 16th with the shipping label provided.